Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a mild tortuous and mild calcified de novo mid proximal right coronary artery that was 90% stenosed. A 3.0 x 28 mm xience prime stent was deployed at 10 atmospheres when a proximal edge dissection occurred which was treated with a 3.5 x 18 mm xience xpedition stent. There was no clinically significant delay in procedure. There was no adverse patient sequela reported. No additional information was provided.